Event description:
It was reported that there was a difference between displayed and actually set o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The reporting of this incident was based on available information that indicated a malfunction that could lead to a hazardous situation. However, our investigation has revealed that this was not the case and with the results at hand now it should not have been reported. Based on technician statement, when o2 concentration was set to 60%, the displayed o2 concentration was above 70% and the ventilator generated alarms. The issue was reproduced during on-site visit. After o2 cell replacement, the issue was resolved. The device was delivered to the user in working condition. The replaced part was scrapped. Alarm o2 concentration high is activated when measured o2 concentration exceeds the set value by more than 5 volume %. In this case the correct gas concentration was delivered from the system, but the gas concentration was measured incorrectly. O2 concentration high alarm caused by o2 cell is a measurement error and is not considered safety related. The o2 cell is a measurement component and gives an output voltage proportional to the partial pressure of oxygen inside the inspiratory pipe. At constant ambient pressure this output is proportional to the o2 concentration in percent. The lifetime of the cell is affected by the o2 concentration: expected cell life time = o2 conc (%) x time (h) = 500 000 (%hours) our conclusion is that the replaced part was the cause of the failure. The o2 cell replacement was due to wear.